Event description:
Foley leaking - there's a hold in the tubing just above the outflow chip. The product had patient contact but no patient harm. Manufacturer response for foley catheter 24 fr 30cc, (brand not provided) (per site reporter): they are sending a return kit.